Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power system error alarm noted during our testing however power system error alarm was noted in the download formatted history file due to intermittent non-sleep anomaly. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump. Verified the test reservoir had 72 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 20 units left. No unexpected low reservoir alarms noted. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of power system error and low reservoir alarm. The customer's blood glucose was 5.1 mmol/l. The customer was unable to perform displacement test during time of call. The insulin pump will be returned for analysis.